Manufacturer narrative:
G4: 14jan2020. B4: (B)(6) 2020. The customer replaced the da pcba (data acquisition printed circuit board assembly) and this resolved the "oxygen not available" and "barometer calibration data error" diagnostic code. The service technician advised the customer to change the mix accuracy test vent settings, per the manual. This put the tidal volumes within acceptable range. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
The customer reported that the ventilator produced the "oxygen not available" diagnostic code, "barometer calibration data error" diagnostic code, and "machine and proximal pressure sensors failed" diagnostic code. There was no patient involvement.